Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported issue of high drain volume error 110 (iipv-adult) was confirmed in the event history log review. The assignable cause was undetermined since there was not enough information available. If any additional information is received, a follow-up will be sent.

Event description:
A high drain error 110 (night drain #10) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 20:37:23. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.